Manufacturer narrative:
Occupation: mitek employee. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: the complaint device was discarded and is not available for physical evaluation. The reported complaint cannot be confirmed. The likely root cause of the reported failure is wear of the device over time; however, a specific root cause cannot be conclusively determined. The lot number of the device was unable to be provided which precludes a DHR review and a lot specific complaint history search. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that his 5x12 and 6x12mm modular driver and 7x15 and 8x15mm modular driver were bent by the tips were bent and his tendon sizer 4-9mm had faded laser lines during a bicep procedure. The case was completed with other like devices. There were no patient consequences or delays. The devices were discarded by the customer. This is report 1 of 1 for (B)(4).